Event description:
It was reported that the customer experienced a cracked, unresponsive, and unreadable touchscreen on their pump. There was no adverse impact on the customer¿s blood glucose levels, the customer did not share information on their backup therapy plan.